Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal will be (B)(6) 2021. After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add code surgical intervention to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) surgical intervention patient code was added.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness and breast mass note: the date of removal is (B)(6) 2021. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a saline mentor breast implant (hight profile) of unknown type and suffered from brain fog , hair loss, hot flashes, irritability, joint pain, thyroid issues, migraine, insomnia, hot and cold sensitivity, hot flashes, autoimmune issues, a pituitary tumor, abrasions armpit sensitivity, irritation, a burning sensation, rash, burning sensation, dimpling, redness, swollen lymph nodes, migraine, depression, insomnia, hair falling out, extreme pain under armpit, smell sensitivity, can feel the valve. In addition, the patient experienced two benign breast lumps on the left breast, the left side pain, pain underneath the muscle, left breast is changing the texture. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the left side.